Event description:
It was reported that a home patient (hp) experienced an unknown system error (se) on the homechoice (hc) device. Technical service representative (tsr) reviewed the alarm log and determined that the unknown se was se 2367. The alarm was cleared. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.